Event description:
It was reported the indicate repeated of white cap detaches easily; although tightening it may prevent this, repeated reports that the white cap easily falls off. This can be resolved by tightening it first, but this was not the case in the past. When replaced with a new three-way stopcock (as sterility could no longer be guaranteed), the white cap on this one also detached spontaneously. Possible manufacturing defect? When did the incident occur? - unknown description of the incident: description of the event (provide specific and objective details of the event): . Several times mention of the white cap that falls off quickly. This can be solved by tightening it first, but that was not the case in the past. When replaced with a new three-way valve (since sterility was no longer guaranteed here) the white cap also fell off by itself. Production error? Availability of steel (yes/no, including information about pick-up options): yes, can be picked up at the hospital pharmacy (route 1114) was there any alleged injury or damage to the user or the patient? Yes.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.